Manufacturer narrative:
Vyaire complaint #: (B)(4). Device evaluation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr could not duplicate the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) screen is blank and the ventilator shut down. The customer reported that there was a patient on the ventilator when the issue occurred. There was no harm or injury to the patient.